Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that the patient presented for surgery with a pre-operative diagnosis of post-laminectomy syndrome with l4-l5 spondy lolisthesis, post remote lumbar decompression. The patient underwent revision lumbar decompression with laminectomy l4, partial l3. Tlif at l4-l5; posterolateral fusion at l4-l5, l4-l5 fusion with peek cage plus rhbmp-2/acs plus local bone graft l4-l5. Posterolateral instrumentation and fusion with pedicle screw system plus bmp plus allograft plus local autograft l4-l5. At 17 days post-op, the patient presented for follow up. Back symptoms are much improved, patient states she feels better daily. At 96 days post-op, the patient presented for follow up. Patient has some back pain and fair amount of right leg pain; in the buttock and thigh and will go down to foot at times and goes numb. On exam, patient has normal motor strength and negative straight leg raise. Wounds look fine. X-rays look ok with no visible problems. Patient prescribed pt and medication. At 167 days post-op, a lumbar MRI was interpreted to indicate level is fused at l4-5. Right neural foramen estimated to be mildly to moderately stenotic, enhancing granulation tissue in epidural space diffusely compatible with some fibrosis and scar tissue. At l5-s1, there is mild facet joint disease, minimal grade I anterolisthesis of l5 on s1. Mild to moderate broad based posterior disc osteophyte complex, the central canal is mildly to moderately stenotic. Left neural foramen is mildly to moderately stenotic. Right foramen is moderately stenotic. At 227 days post-op, the patient presented for follow up. Still having right buttock pain and some leg pain. Worse with weight bearing. Lumbar CT reveals grade I anterior listhesis is seen of vertebral body l5 on s1. Preservation of vertebral body height. Patient is noted to be status post posterior spinal instrumentation with intervertebral body metallic density graft placement at the l4-l5 level. Amorphous bone material is seen overlying the posterior spinal rods. Lt l3-l4, broad based disc bulge with mild canal stenosis. Facet arthropathy is seen. L4-l5, abundance of scar tissue at this level. At l5-s1 level, broad based disk bulge is identified with no evidence for central canal stenosis. Facet arthropathy is seen. A root sleeve cyst is seen at the s1 level. Posterior remodeling is seen at this level. X-rays taken look satisfactory with bone healing. Do not see any loosening of screws. Noncontrast CT done indicated grade I anterior listhesis seen at l5-s1. Transitional anatomy is noted at the right l5-s1 junction. Thickening of ligamentum flavum is seen. Evaluation of soft tissue is unremarkable. At 726 days post-op, the patient underwent a revision surgery. The surgery consisted of lumbar fusion, exploration and removal of l4-l5 pedicle screws, placement of pedicle screws bilaterally at l4-l5. Placement of lumbar epidural catheter. Neuro monitoring was performed. Reportedly, the patient has developed "many problems-such as pain, major nerve problems, and has required me to frequently visit my doctor."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).